Event description:
It was reported the pt's ipg site always feels hot. She stated her ipg and leads are very superficial and visible through the skin. She allegedly feels discomfort regardless of whether stimulation is on or off. The reported when the system is turned on, she feels like it sparks and gets warm. The pt stated she has not been using the system but still feels discomfort at the ipg site. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.